Event description:
Arjohuntleigh service engineer arrived at the facility for a malibu bath repair; he found that the bath panels were not secured. Upon further inspection, he discovered that the mixer was severely damaged as 2 of the 4 mixer plate securing bolts had sheared, resulting in a gap forming at the front edge when the rear bolts had been tightened. The individual that had previously performed service had then sealed this gap and "glued" (secured) the 2 broken bolts with silicon. No incidents or injuries to pts or caregivers was reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjo (B)(4). The on-site eval of the device has been carried out by a rep of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.